Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 8mm tw 10bag 500 twn stopper was defective. This occurred on 6 occasions before use. The following information was provided by the initial reporter: defective rubber stopper. The rubber stopper is not horizontal so that customer cannot measure accurate insulin.

Event description:
It was reported that syringe 1.0ml 31ga 8mm tw 10bag 500 twn stopper was defective. This occurred on 6 occasions before use. The following information was provided by the initial reporter: defective rubber stopper. The rubber stopper is not horizontal so that customer cannot measure accurate insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/13/2020. H.6. Investigation: customer returned (20) 31gx8mm, 1ml bd insulin syringes from lot 8142690, and provided 1 photo depicting the reported issue. Consumer reported defective rubber stopper; the rubber stopper is not horizontal so that customer cannot measure accurate insulin. The 20 returned syringes were examined, and it was observed that all 20 syringes exhibited disfigured stoppers. A review of the device history record was completed for batch # 8142690. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200756455] noted for high sustaining. There was one (1) notification [200756001] noted for dry barrels. Process summary: the automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Notification 200756001 was created for dry barrels during the production of this batch. The root cause was found to be that the silicone gun was misaligned. The issue was corrected by realigning the silicone gun. H3 other text : see h.10.